Event description:
A customer reported following an intraocular lens (iol) implant procedure, a patient was dissatisfied with the lens and had blurry vision. The patient was unable to return to work following the implant because the patient was unable to adjust to the lens. The lens was exchanged. Additional information was requested.

Manufacturer narrative:
Product evaluation: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by email and fax. A completed questionnaire was not received. (B)(4).